Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter read inaccurately high compared to her feelings/ normal blood glucose results. On (B)(6) 2012, the (B)(4) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 months prior to contacting lfs. The patient reported blood glucose results of "231 and 136 mg/dl" with the subject meter. The patient manages her diabetes with insulin (type/ amount not specified). Is it not known if the patient made changes to her usual diabetes management routine. At the time of the call, the patient also reported obtaining a blood glucose result of "40 mg/dl" with the subject meter. It is not known if the alleged "40 mg/dl" result was taken prior to or after the alleged high blood glucose results. After the start of the alleged issue, the patient claims she felt symptoms of nervous and confused. The patient took food and/ or drank a beverage as treatment. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient may have obtained a blood glucose result of "40 mg/dl" after obtaining the alleged high blood glucose results with the subject meter.

Manufacturer narrative:
The meter involved with this complaint has been returned, but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.